Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation observed dashes (---) for the sensor parameter. Reinterrogation and programming did not remove the dashes. The physician elected to leave the device implanted until elective replacement indicator (eri) is reached.